Event description:
It was reported that the patient was in a traffic accident a few weeks prior to the date of the report. It was noted that the impact did something to the stimulation therapy because ever since the accident their therapy has not worked for the pain in their lower back. The patient reportedly had seen their implant doctor and the doctor could not find anything wrong with the device or leads placement. It was recommended by the health care provider (hcp) that reprogramming was needed to correct the issue. It was further reported that the manufacturer representative tried to reprogram the device for 3 hours on (B)(4) 2014 but stimulation was still not reaching the lower back area. It was also noted that the patient had pain in the waist area down since they had l4 back surgery in (B)(6) 2005. Stimulation was reportedly working on the patient legs and upper thighs and waist area ¿a little¿ but stimulation was not relieving pain in the lower back area. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that he had stopped using his implantable neurostimulator (ins) because he was put on a regular routine of tramadol and was looking to donate his patient programmer (pp) and ins recharger (insr). They couldn't get stimulation right to help after the car accident. He had stopped using stimulation and had stopped charging probably 3 months prior. It was also noted that he had seen a manufacturer representative (rep) for adjustments in the past.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that reprogramming was attempted on (B)(6) by two different manufacturer's representatives. It was reported that neither reprogramming attempt was successful. It was stated that they were awaiting an update from the healthcare professional (hcp) regarding next steps and would update with any further information received.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the patient had a lead revision surgery on 2014-08-25 and a new lead was placed. The new lead in addition to the patient¿s existing lead covered the patient¿s low back, hips and legs with stimulation. The patient was pleased with the results intraoperative and postoperative and they were doing well the day following the revision. A week after the revision surgery, the manufacturing representative met with the patient and the patient continued to do well. Stimulation was successfully reprogrammed to be higher, but the patient did feel a little stimulation in their rib area. The patient was okay with the little stimulation in the rib area and they were happy with the stimulation coverage. The patient further reported that stimulation was much better than it was prior to the revision.